Event description:
Laparoscopic cholecystectomy. "Trocar came apart during procedure. Appears material seal came apart and fell into abdomen during surgery insertion of an instrument. The seal piece was retrieved laparoscopically and there does not appear to be any harm to the pt." Pt status: "ok."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.